Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in-clinic for a follow up. It was discovered that the right ventricular lead exhibited loss of capture. The lead was explanted and replaced on (B)(6) 2018. Patient was stable before and after the procedure.